Event description:
It was reported that the device was difficult to remove. The target lesion was located in the peripheral artery. A 2.4mm jetstream xc catheter was selected for a lower extremity angiogram procedure to treat peripheral artery disease (pad). During the procedure, resistance occurred when loading the non-boston scientific guidewire into the 2.4mm jetstream xc catheter. The 2.4mm jetstream xc catheter was difficult to advance and remove from guidewire inside of the patient. The catheter was ultimately removed from the guidewire by a pin and pull method. The same catheter was attempted for use again with a new guidewire, however there was resistance loading the catheter. The procedure was completed with an alternative device. There were no patient complications as a result of this event.